Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-april-2024, the patient's husband reported leaking of insulin at the site of insertion consecutively with three of trusteel, 6mm 23'' infusion sets. The events occurred one hour after placing the infusion set. The insertion site was specified to be abdomen with no rotaion which likely caused scar tissue causing the leaking. Another similar event of leaking of insulin at the site of insertion occured where four consecutive sets failed from the same lot number. High blood glucose (bg) was noticed however, the blood glucose value was not specified. The patient was treated with changed infusion set from a different lot number and was given correction bolus via pump. It was reported that the patient is facing recurring infusion set issues. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02828 - device 1 of 7.